Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 353 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The patient presented with an acute myocardial infarction (mi). The lesion being treated was located in the mid left circumflex (mid lcx). The physician treated the lesion with placement of a 3.0x20mm taxus express2 study stent of unknown upn an batch number. At 353 days after the procedure, restenosis of the taxus stent was treated with pci. The patient was discharged. Outcome unknown. In the opinion of the physician the relationship of the restenosis to the taxus stent is possibly related. Additional information has been requested.